Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there were 11 raytec gauze in the pack versus 10.

Manufacturer narrative:
The device history record (DHR) review showed no issues. No samples or pictures were available for evaluation. The complaint could not be confirmed. The root cause could not be determined with the available information. A corrective action is not recommended at this time. This complaint will be used for tracking and trending purposes.